Manufacturer narrative:
The product (delivery catheter) and package were discarded at the user facility, therefore, no evaluation can be performed.

Event description:
It was reported to target that during an embolization of the left carotid a tracker-18 was used to deploy an apollo dsb product. After the embolization on 3/23/98, the pt was in good condition. A CT-scan on 3/24/98 showed that the balloon was still in place. On 3/25/98, the pt showed neurological deficits and a CT-scan showed the sdb deflated. The pt had an ischemic stroke of the left middle cerebral artery.